Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 500 mg/dl. Reportedly, the luer lock was loose and leaking insulin. Customer successfully reconnected the luer lock and resumed insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.